Event description:
New information notes the lead was explanted.

Event description:
During a visit it was reported that the patient had inappropriate vf and ams episodes due to noise. The noise was not reproducible. The lead remains implanted.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion with one visible rv cable was found at 10.5cm to 11.0cm from the distal end. An external and internal insulation abrasion with one visible rv cable was noted at 11.8cm to 12.3cm from the distal end. The etfe coating was intact at these locations.

Manufacturer narrative:
No medwatch form was received.